Manufacturer narrative:
The event date is approximate.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had a revision in (B)(6), because the battery had turned. The caller stated the effectiveness of their device was not helping their pain right now. The caller stated after the revision they noticed the therapy was not as effective, and now it didn't seem like it helped at all. No further complications were reported/anticipated.